Manufacturer narrative:
This report is for two (2) unknown screws. Part#, lot# and UDI # is not available. Reportedly, devices have not been explanted at the time of reporting. Device is not expected to be returned for manufacturer review/investigation. This report is for two (2) unknown screws. PMA/510(k) number is not available. Patient code (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient sustained a fall in a parking lot on (B)(6) 2017 which resulted in emergency tibia/fibula surgery on (B)(6) 2017. Two (2) plates and over sixteen (16) screws were implanted up the length of the patient's shin. The patient reportedly was seen by her doctor every two months to ensure that the fractures are progressively healing and that everything is fine. Recently, the patient has experienced increased pain up the whole leg and a follow-up x-ray, during a (B)(6) 2017 visit showed two (2) broken screws in the left fibula. It was reported that the patient has three incisions and a plate that goes up the length of her leg. The broken screws are reportedly the ones where the plate goes higher up the shin. The surgeon reported that the patient is susceptible to additional fractures due to the bones not being healed, as such there is a tentative plan to revise the hardware when the patient is fully healed. It was reported that the patient did not suffer any secondary fall or injury that would contribute to the screw breakage. Concomitant devices reported: plate (part# unknown, lot# unknown, quantity 2), screws (part# unknown, lot# unknown, quantity approximately 14), this report is for two (2) unknown screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Updated information. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update, oct 20, 2017: the patient reported that she must go back to the doctor, (B)(6) 2017, to confirm if an explant/revision surgery will be required. In addition, the patient reported that they are still experiencing pain. All available information has been reported.